Event description:
Related to MFR report # 2183959-2012-01208. On (B)(6) 2008, the plaintiff was implanted with an ams intepro sling. It was alleged that as a result the plaintiff has "suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to infections, pain, urinary problems, and repair surgeries." It was also alleged that the plaintiff has sustained "severe and permanent injuries, including pain, suffering," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.